Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp but was unable to reproduce the customer's reported issue. As a precautionary measure, the stm replaced the front end board then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the trigger timing on the cardiosave intra-aortic balloon pump (iabp) was off on all triggers. There was no patient harm and no adverse event was reported.